Manufacturer narrative:
H2. Since no sample was returned, the mfg records were examined. 200 samples were taken during mfg per normal sampling and no defects were noted on visual and functional test. Lab comments: 5/12/1998: no actual sample is available for this complaint. A review of the work order revealed 200 samples were taken as per normal sampling and no defects were found on visual and functional test. Review for prior complaints completed on this lot.

Event description:
The pt was being fed using a pump. Feeding bag contents (approx 100ml) emptied suddenly into infant causing vomitting and dumping into ostomy. There was no illness, injury or medical intervention resulting from the event. One pt involved. The reporter stated the pump was working properly.